Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found foreign material on the nozzle; the plastic distal end cover had dents; foreign material was found on the adhesive around the light guide lens and objective lens; the bending section cover had foreign material; there was low angulation in all directions, and free play due to a deformation of the bending tube, the control knobs had foreign material, switch#1 had a cut, the forceps channel port was deformed, there were was a scope communication error b30 coming in the image due to water seepage found inside the plug unit, the control unit was stained, the switch box was scratched and the suction cylinder was shaved off. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a b30 (scope communication error) and reduced angulation. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that the nozzle and some parts of the scope had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no confirmed deviations in reprocessing from the instructions for use (IFU). Due to the nature of this reportable event, the customer provided some the cleaning sterilization and disinfection (cds) processes performed at the user facility. It was confirmed that the device was reprocessed prior to being sent in for repair. There were no issues with the other products, reprocessing accessories, or washers involved. It cannot be denied if the device was used on a patient with foreign material attached. Although the customer is trained per the instructions for use (IFU) and there was no delay to the start of pre-cleaning, it cannot be denied there is a possibility that sufficient brushing was not performed by the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.